Manufacturer narrative:
Per the t:slim x2 user guide: never fill your tubing while your infusion set is connected to your body. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had disconnected from the pump to shower and subsequently received a valid resume pump alarm. After reconnecting to the pump, the customer inadvertently "clicked" on change cartridge instead of resume insulin. The customer proceeded with the load cartridge prompts; however, the tubing remained connected to the customer during the fill tubing sequence. The customer's blood glucose (bg) level dropped to 54 mg/dl and carbohydrates were consumed to address the low bg.